Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not turn on with the button pressed or with the test strips inserted therefore, the customer was unable to obtain glucose readings. The customer became hyperglycemic and experienced dizziness and blurred vision however, the customer was able to self-treat with unspecified medications. The customer was then rushed to the hospital where a laboratory result of 578 mg/dl was received and the customer was administered insulin (type/dose unknown) was administered for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.